Manufacturer narrative:
A device history record review was completed for provided material number 300600 and lot number 210312. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable, a thorough sample analysis could not be performed. Based on the investigation results, we were unable to reproduce the reported issue and an exact cause could not be determined. Per provided feedback, we understand issue was cannula was separated from hub. Cannula is joined into the hub due to a epoxy resin. All needles are 100% inspected for presence of epoxy in the manufacturing process, any needle with absence or improper amount of adhesive is rejected. In addition, this camera system is challenged every 8 working hours at the beginning of every shift. Therefore, based on the preventive measures and our stringent sampling inspection, we are certain that the probability of occurrence of this incident is really low, and it should correspond to a very isolated case. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. H3 other text : see narrative below

Event description:
No additional information

Event description:
It was reported that bd needle disengaged from the hub. The following information was provided by the initial reporter, translated from spanish to english: this needle was separated from the support, leaving the support and the syringe attached but the needle stuck in the patient's arm. It could be removed without any problem.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.